Event description:
It was reported that the customer received a button error alarm. His blood glucose level was 211 mg/dl. The insulin pump was possibly exposed to moisture. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had an unresponsive act button due to corroded keypad traces. The displacement test could not be performed due to the unresponsive button. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.